Event description:
It was reported to boston scientific corporation in late 2008 that a hydratome rx sphincterotome was used during a cannulation common bile duct procedure performed the day before. According to the complainant, on exiting the scope under endoscopic vision, they noticed that "the cutting wire of the sphincterotome would not bend effectively when the handle of the sphincterotome was pulled". The device was removed. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.